Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product remains implanted. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. The search revealed one complaint which is coded for improperly loaded which is not related to this investigation. Therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, not provided. Manufacturer telephone number: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer reported that one of his patients will undergo a toric intraocular lens (iol) exchange. The lens was originally implanted on (B)(6) 2020, and the patient is now hyperopic and unhappy. The patient had prior myopic lasik on both eyes so selecting the best strength iol was more difficult. Preop keratometry (zeiss atlas) 37.32/ 38.65 x 007. Preop measurements were run on ascrs hill/wang/koch post refractive. At one-month post-operation on (B)(6) 2021: uncorrected visual acuity (ucva) = 20/70, refraction = +2.00 -1.00 x 040= 20/25. Marco opd-3 shows toric iol oriented at 20 degrees while the axis of astigmatism is 170 degrees. The patient was examined twice, and the surgeon suggested that he needs an iol exchange with +20.50 diopter zct150 oriented at 173 degrees. Through follow-up, it was learned that the patient underwent the iol exchange in his right eye. The replacement lens is the same model at a higher diopter, 20.5. Reportedly, the patient post-op course was benign and he now has an uncorrected distance vision of 20/25. He is very pleased with the results.